Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21432622, expiration date 12/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Caller tested 3.4 inr on coaguchek xs system 1 and 3.3 on coaguchek xs system 2, while a comparison lab returned as 2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.